Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. C20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, physician called field sales associate (fsa) to share his concerns about the excluder main body graft and discuss a prior week's case. Physician is a cook loyal customer but has started to use some excluder grafts in patients with long necks due to the issues with the occlusion of cook limbs. He stated that in his experience, each time he's used an excluder main body over the years, the graft drops during the procedure or migrates post procedure, therefore he would never use it in short necks. He raised his case from a week prior (B)(6) 2025) as an example that looked like it dropped about 5mm but physician left the graft alone at 5mm drop as there was no vessel coverage or serious injury. However, physician also stated that he asked the registrar if the same issue occurred at another evar procedure the following day where they used an excluder graft with another vascular surgeon and the registrar told him that it did seem to drop around 2mm which is standard for the graft once it seats and the surgeon was not concerned about it because the neck length was not an issue. Both grafts were excluder conformable grafts and instructions for use (IFU) procedural steps were followed. He suggested we investigate why our grafts drop so frequently and said that in his opinion, he doesn't believe the sealing stent is open to 100% at primary deployment, which causes the graft to have no fixation and therefore drop. He also made a complaint about the gate not having enough radial force and that he has had an experience where cannulation was very difficult because the gate was compressed at another case. This was not an issue at the case that fsa was present for. Per additional information, physician said he couldn't recall the patient's name and also unlikely there was imaging while they were trying to cannulate as it's normally a live image whilst they are trying to access it but there was no serious injury. Physician was just complaining that he thinks our gates don't have enough radial force like the cook gate as he is through and through a cook user so he compares everything to cook. He said that they had to bring the wire up and over the main body flow divider from the ipsilateral side and snare the wire from the contra side, this is not an issue, just a way to resolve the difficulty in cannulating.